Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was not delivering any insulin or alarming no delivery. Troubleshooting was performed, and the insulin pump did not pass the prime test. The customer didn't have the tubing clamp for the high pressure test. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.